Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary in 4200a full height drawer not able to latch was closed. A field service engineer replaced the screws and placed drawer back in auxiliary to resolve this issue. The system functioned as intended after field service engineer troubleshoot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer 4 was not closing properly. The customer stated that the drawer was failed during attempt to dispense the medication and there was no delay in dispensing workflow. There were no adverse events or injuries reported based on this event.